Event description:
Through my eye doctor's office, I had a contact lenses trail for johnson & johnson's acuvue oasys daily contact lenses. The product from my eye doctor's office has good quality and wears comfortably so I ordered them online based on the prescription. However, the product I received has a different kind of packaging. After some googling I know that the company recently updated the packaging. However, the product's quality has also decreased. The trial I had from my doctor's office has a blue and white packaging, and the lenses are thicker and the usual "123" marker on the lenses to help with identifying the correct side of wearing. The product I received from online purchasing through a legit website has the different packaging, but the lenses themselves are significantly thinner (about 1/3 thinner), and the lenses don't have the "123" marker on it. Besides the appearance differences, the quality of the lenses I purchased is not the same. It dries my eyes much quicker and it sticks to my eyeballs and it's very difficult to take out. It scratches my eyes when putting in as if the edge of the lenses are not smooth. I can wear the trial ones from my dr's office for a whole day without any problems, yet I had to take out the new ones after 2-3 hours because my eyes are so dry and tired. The new ones definitely feel like a scam and different kind of product comparing to the old ones.